Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was monitored for 24 hours with multiple basal rate. No screen shuts off, blank display or display anomaly noted. The insulin pump passed unexpected restart test. No unexpected restart noted. The insulin pump functioned properly during prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. All operating currents are within the specification no unexpected low battery, failed battery, battery out of limit, bad battery, weak battery or off no power alarm noted. The insulin pump received with cracked display window corner, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that customer noticed insulin pump was shut off during bolus delivery. Customer also received a bad battery alarm, battery out limit alarm, and a button error alarm. Customer also reported to have had a no delivery alarm and resolved it with an infusion set change. Customer's blood glucose was 110 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.